Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8827-14 low profile screw¿, 2.7 x 14 mm, cortex, batch 1074240, was returned for investigation. The returned screw was visually inspected and it was noted that no visual issues. Upon functional testing with the returned mating part ar-2652cl, the low-profile screw fit was too loose on the locking holes. The screw is too small. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is a user error.

Event description:
It was reported that the screw has loosened in the clavicle plate. No further information received. 27-jun-2023 update dw: further information were provided that the following devices became loose post op. Ar-2652cl batch: 5262102; ar-8835l-14 batch: 15040867; ar-8835-14 batch: 10694746; 2x ar-8835-16 batch: 1072011; 3x ar-8835-18 batch: 10591283; ar-8827-14 batch: 1074240. As the reported devices are available for return a revision surgery had to be performed but no further information were provided when the revision surgery was performed.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.